Event description:
It was reported that during a da vinci myomectomy surgical procedure, it was noted that the fenestrated bipolar forceps instrument was not following commands. Upon inspection of the instrument, exposed wires were observed on the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluationhas been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were broken. The pitch cable was broken at the distal clevis hub, the cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found.